Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The first of two reports involving the same mayfield skull clamp from the same facility. A (B)(4) mayfield skull clamp slipped during a posterior cervical chiari procedure. The unit was in contact with the pt. The pt did not experience an injury as a result of this event.